Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the left ventricular lead was dislodged twice during initial procedure. The lead was then explanted and replaced with an epicardial pacing system.